Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full accessory was returned and analyzed. The guidewire was found to be kinked/buckled, and appeared to have been damaged at implant. (B)(4).

Event description:
It was reported that during the implant attempt, it was not possible to insert the guidewire into the lead, as the tip appeared to be crooked. The guidewire was not used, and the lead was implanted using another guidewire. No patient complications have been reported as a result of this event.